Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 12°, high definition, had a blurry or foggy image. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the guide pin was missing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the guide pin was missing, the image was blurry, and the outer tube was bent. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned to the legal manufacturer (lm) for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.